Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 8.2 mmol/l. Troubleshooting was initiated for the button error alarm. The customer stated that he was wearing the pump in his pocket and he was sweating and didn't think the pump was overly exposed to moisture. He also confirmed that there is no physical damage to the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.